Event description:
The customer complained of a discrepant inr result for 1 patient tested on a coaguchek xs plus meter serial number (B)(4) compared to the laboratory method, dade innovin. At 09:50 am the result from the meter was 7.9 inr. At 09:53 am the result from the laboratory was 5.9 inr. There was no allegation of an adverse event. The patient was not anemic, no polycythemia, no heparin, no hirudin, and no antiphospholipid antibodies. The patient's therapeutic range was 2.0 - 3.0 inr. The customer ran qc that was acceptable. The suspect product was requested to be returned for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.